Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. However, during the evaluation of the device, white residue on air water supply. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.